Event description:
It was reported that the ilet bionic pancreas presented repeated alert 60 errors with failure to charge, rapid battery depletion, and inability to pair with the mobile app, consistent with a bluetooth communications error traced to the circuit board and a failure to read input signals. Has made several attempts to obtain the device back from the user. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed signal loss consistent with a bluetooth communications failure, characterized as a failure to read input signals associated with the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.